Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified radial cutaneous vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. Inflation was performed twice at 6 atmospheres and 8-10 atmospheres for 30 seconds respectively. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device used. No patient complications nor injuries were reported.